Event description:
Adverse event(s): "lens dropped out during vitrectomy procedure" (no code available). Product problem(s): "light scattering" (no code available [iol (intraocular lens) implant]); "lens dropped out during vitrectomy procedure" (dislodged or dislocated [iol (intraocular lens) implant]). A surgeon reported that during vitreous surgery, an intraocular lens (iol) that was already implanted dropped into the vitreous. The lens was explanted and light scattering was observed on the device. No further info is expected.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were slightly bent toward the optic and were attached using the anchor weld (t-weld) style. The optic had several scratches and was split/cracked on both the anterior and posterior surface. The optic was also torn/split/cracked (possibly cut) into two pieces. No other damage was observed. Lens plan view dimensions were checked using an approved template. The optic met the template for a ma60bm style lens. A lens bench test could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not mfg related. Product history records could not be reviewed because the reporter did not provide a lens serial #, lot#, or any identification traceable to the mfg documentation. (B)(4)